Manufacturer narrative:
The pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to moisture damage found on the electronic assembly. No moisture damage on the motor, battery tube, vibrator or keypad assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. Customer was assisted with the troubleshooting. Customer stated that the insulin pump did not gave alert after changing the battery. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.